Event description:
It was reported that the surface of the zimmer air dermatome ii had cracks and blisters in various areas. Method for cleaning and sterilization was validated/observed by sales rep and are correct. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.